Event description:
Enclosed please find both extra comfort night protectors. The one has completely separated and the other is partially separated. I hope the replacement will be of a much better quality. These two protectors were used less than a week. Thank you. P.s. I am curious why the two section of each protector is not permanently bonded. The doctor's night guard brand never separated in all the months I used it.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.